Manufacturer narrative:
An evaluation of the suspect device as well as a review of the device history records revealed no anomalies. The instrument was properly manufactured and released in accordance with design specifications. Testing showed the raw material to be 465ss and the hardness was measured 48 hrc both meeting print requirements. Previous verification data ((B)(4); adjustable bridge driver verification testing) determined when the instrument is properly manufactured and the surgical technique utilized this type of event will not occur.

Event description:
The tip of the zodiac driver broke off during final tightening. The detached section remains positioned within the set screw of the implanted adjustable bridge.